Manufacturer narrative:
During service for the returned autopulse platform (sn (B)(4)) reported for blood contamination, user advisory (ua) 16 (time out moving to take up position) error message was observed during functional testing. Drive train motor was replaced to remedy the fault. As part of routine service during testing, the platform was examined, front and bottom covers were observed damaged, and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The covers were replaced and the sticky clutch plate was deburred. In addition, the pdb (power distribution board) was replaced with the current revision. The fluid ingress was confirmed during visual inspection of the returned autopulse platform. Corrosion and fluid damage was observed inside the top cover, on encoder and drive train motor. To remedy the issue, the top cover and encoder were replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2009. This type of physical damage found during visual inspection is determined to be user handling. The device has exceeded its expected service life of 5 years. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform was exposed to the saline fluid and blood during used on (B)(6) years old male patient. There was no device malfunction reported during this call, however, the patient expired. Customer stated that platform did not attribute to the patient death. Customer requested the platform bio-cleaning. Based on available information, the patients' outcome was not negatively impacted by the autopulse platform was exposed to the saline fluid and blood during the use.

Event description:
During patient use on (B)(6) years old male patient, the autopulse platform was exposed to the saline fluid and blood. There was no device malfunction reported during this call, however, the patient expired. Customer stated that platform did not attribute to the patient death. Customer requested the platform bio-cleaning. During service for the returned autopulse platform (sn (B)(4)) for bio-cleaning, the device was functionally tested and displayed user advisory (ua) 16 (time out moving to take up position) error message.